Event description:
The complainant has reported that a pt had undergone a gastroscopic procedure during which the physician used a bsc speedband multiple band ligator device. It was reported that during the procedure, the "suction was released, and found that no band was fired". The physician attempted to band the varix again, however, no band was deployed. The procedure was successfully completed using another multiple band ligating device. The pt did not sustain any complications or ill effects due to this issue. It further reported that it was "highly likely that the fault was with the end user set up of the device".

Manufacturer narrative:
Conclusion- 70 device discarded, 92 device not returned, an eval will not be performed, 80 user error contributed to event. A review of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed; three additional complaints have been recorded for this lot. 2 similar complaints have been reported while one complaint was received for an unrelated issue (trip wire bent). The device has not been returned by the complainant; consequently, an evaluation cannot be performed. However, based on info provided by the customer, the device malfunction is attributed to user setup error. The april 2007 rolling 15 month complaint trend chart was reviewed for the band ligation product family. This review revealed that the product family neither shows an unfavorable trend, nor a number of complaints, which would warrant further action at this time.